Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient experienced cannula issues with five infusion sets. The cannulas were crimped. The event occurred on (B)(6) 2024. Patient noticed symptoms within 3 hours of insertion. The insertion of site was the abdomen. Patient regularly rotated site location. Patient confirmed that the introducer needle was ahead of the cannula prior to insertion. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4). Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.